Event description:
The patient stated when she goes swimming the adhesive does not stay attached. The patient stated she does clean the area with alcohol and lets it dry completely before applying the vgo. The patient does not have any device to return.